Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced display issues on the bottom of the pump touch screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 184 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.